Manufacturer narrative:
(B)(4). Conclusion: device investigation confirmed that the stimulator electronics is working according to specifications. However, during investigation a reduced electrical impedance between coil and reference electrode was discovered which may have resulted in the reported whirring and buzzing noise. According to the device explantation report a hematoma above the implant was found during explantation surgery, possibly a result of an impact, which may have contributed to the observed failure. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient has experienced a gradual decline in speech understanding and constantly reports a whirring or buzzing noise with the cochlear implant. This has been occurring since early 2015. It was possible for the audiologist to program the device around this, but then the patient reports the noise comes back within a few days.

Manufacturer narrative:
Med-el elektromedizinische geräte gmbh and (B)(4) submit MDR reports on behalf of (B)(4) (exemption number (B)(4)). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has experienced a gradual decline in speech understanding and constantly reports a whirring or buzzing noise with the cochlear implant. This has been occurring since early 2015. It was possible for the audiologist to program the device around this, but then the patient reports the noise comes back within a few days. The patient has been re-implanted.